Manufacturer narrative:
The information in this report was provided by the piab (personal injuries assessment board). No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
A letter from the piab (personal injuries assessment board) was received. It was reported that the claimant was injured during surgery. The injury was described as hip damage.

Manufacturer narrative:
Correction: please note the FDA registration number is (B)(4) -te (kiel), d3 manufacturer entity, g1 manufacturing site for devices. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling is not possible since the product and product family is unknown. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
A letter from the piab (personal injuries assessment board) was received. It was reported that the claimant was injured during surgery. The injury was described as hip damage.